Event description:
According to the report from the distributor, dermabond topical skin adhesive was used to close a laceration, and it migrated to the eye. The user contacted the sales representative who advised the use of vaseline to remove the adhesive. An ophthalmologist was consulted and advised the use of ophthalmic ointment. However, the nursing staff had to terminate the treatment due to parental distress over the situation and the eye remained closed for eight days.